Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was scissoring clips and the clips were not holding. An ats45 was used to complete the procedure. During use with the ats45, the stapler hit some of the clips which caused bleeding. It was unknown how much blood was lost. No transfusion was required. The surgeon was able to control the bleeding and complete the procedure with the ats45 device. No patient consequences were reported.